Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).   Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was blood and contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. A pinhole was identified in the balloon wall adjacent to the proximal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material, markerbands and proximal bond that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 01-may-2018. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.20mm x 8mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The device was replaced with a non-bsc balloon catheter and the procedure was completed. No patient complications nor injuries were reported. However, returned device analysis revealed balloon pinhole.